Event description:
Customer reported that she had high blood glucose due to her insulin pump is not delivering insulin. Customer stated that she is using abdomen area for a long time. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had intermittent button response due to corroded keypad traces and missing end cap sticker.